Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during the procedure the clinician tried to peel away the sheath and it did not peel away properly. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and 2 similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found.